Event description:
A customer reported experiencing a cartridge alarm 20 during the pumping process. The specific blood glucose value was unknown, but it was displayed as "high." There was no need for third-party assistance as the customer administered a correction bolus via the pump. As a corrective action, tandem technical support confirmed the issue and arranged for a replacement pump to be sent to the customer with updated software. Instructions for putting the pump into storage mode and the return process were provided, and the customer acknowledged understanding and agreed to use a backup insulin pump to ensure continuous insulin delivery.